Event description:
A sudden loss in hearing sensation with the device is reported. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation was carried out but the device has not been received yet.

Event description:
The user complained about a sudden loss in hearing sensation with the device.expert measurements and imaging are scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
A sudden loss in hearing sensation with the device is reported. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user complained about a sudden loss in hearing sensation with the device. Reportedly the user had a cold in the first week of january 2023 and was not able to hear with the device afterwards. The user has been re-implanted.